Event description:
The user facility reported that during a patient procedure the surgical table moved upward when it was commanded to return to level position. The patient was transferred to another table and no injury was reported to either the patient or the hospital staff.

Manufacturer narrative:
A steris service technician was on-site during the reported event and inspected the table. When the technician commanded the bed to return to the level position the back section moved upward. Upon further inspection, the event could not be duplicated. Based on unreliable test results the table was returned to steris montgomery for further evaluation and a replacement table provided to the user facility.